Event description:
It was reported the atrial lead dislodged during an rv lead revision. The atrial lead was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) analysis determined there was intermittency between the connector pin and cap. Full lead was returned and analyzed.